Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial, custom glenoid, comprehensive shoulder procedure on (B)(6) 2014 that the hex at the top of the non-locking screw reportedly stripped while the surgeon was seating the screw. The screw was not fully seated in the baseplate, and the surgeon had to use a burr to burr off the prominent head of the screw to complete the procedure. No adverse event has been reported.